Manufacturer narrative:
Additional cartridge lot #: m018072. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges would not fit onto the pump. It was noted that there was an o-ring from a previous cartridge on the pneumatic tap. Customer reported blood glucose (bg) level was 256 (mg/dl). After removing the o-ring the customer was able to load a new cartridge onto the pump and deliver a correction bolus to address bg level. The customer stated they do not think the new cartridge snapped on fully, and stated it looks like there is a gap between the bottom of the cartridge and the pump. Reportedly, this issue occurred with multiple cartridges from the same lot. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.